Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 130-150mg/dl two hours after meals. Last 6 results in memory were 37mg/dl, 40mg/dl, 80mg/dl, 90mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (37) and the highest normal result (150) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Product codes updated. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 130-150mg/dl two hours after meals. Last 6 results in memory were 37mg/dl, 40mg/dl, 80mg/dl, 90mg/dl, 40mg/dl, 90mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (37) and the highest normal result (150) is located in zone c/d. No adverse event reported.